Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm during surgery. The customer noted that the iabp went into stand-by several times during surgery and they were unsure why. The customer verified that all connections were secured. The iabp was alarming during the call, so the getinge representative had them perform several fills which were not successful. The customer was unsure how long the iabp had been in stand-by as they had pressed the "start" key several times. They also could not verify if the iab had started pumping at any point. Due to this unknown information coupled with the iabp still alarming and not pumping, the getinge representative suggested they replace the iab since they were still in the operating room. The customer agreed and planned on replacing the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a